Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be a combination of prosthesis wear, instability and possible patient related factors after almost 10 years of implantation. The contributions of these factors to the reported adverse event cannot be determined as the devices were not available for evaluation, and full product information, images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0240 - logic femoral ps cem left sz 4 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 200-02-38 - three peg patella 38mm the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 9 year(s), 11 month(s) and 12 day(s) post-operative of a left tka, it was reported via clinical study that the patient experienced polyethylene wear without evidence of osteolysis. Clinic note stated mild mediolateral laxity, mild effusion with perhaps a touch of medial poly wear. The patient is being monitored and is to be reviewed in 2 years¿ time, earlier, if necessary, with x-ray on arrival. The outcome of this event is considered continuing, and the case report form indicates that this event is definitely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.